Event description:
Trialing new product with surgeon who presently uses osteoraptor. Followed all technique but on implanting anchor while removing the anchor shaft and then the drill guide the anchor pulled straight out of the bone. Tried again with a second anchor but surgeon could not get positon right and when he drilled the drill skived off and drilled over glenoid causing a bit of damage to articular cartilage of glenoid face. Abandoned trial to perform bicep tenodesis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Two devices were returned. The 1st one had no anchor, but the malleable shaft was bent indicating that it had been put down the curved guide. The 2nd one was fully assembled and the malleable shaft was not bent indicating that it had not been put down the guide. The anchor of the 2nd device was measured and found to be within print specification for both length and od. Based on the evidence given, there is no root cause related to the manufacture of the device can be identified. (B)(4).